Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced lens rotation and refractive surprise. The lens repositioned and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Manufacturer narrative:
Correction: b5: lens remains implanted. D6b: not explanted. Claim #: (B)(4).